Event description:
It was reported that an "end of service" (eos) message was seen by the health care professional (hcp). It was noted that the hcp "thought the depletion was premature." It was noted that the patient had been implanted with the device for about a year and half as of the date of this report. It was noted that the amplitude was 8.4 volts and the patient had other programs at 8.0 and 6.5 volts. It was noted that the "cycling was enabled with 50 seconds on and 10 seconds off." It was noted that the longevity was estimated to be 2.2 years. Without cycling, the longevity estimate was 8 months. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).